Manufacturer narrative:
(B)(4)

Event description:
It was reported to covidien that a patient was connected to nellcor n560 and masimo pulse oximeters upon displaying incompatible spo2 values of nellcor monitor while the patient has been on high-level mechanical ventilation support with a skin color of pink. After the additional monitors were connected, it was observed for hours that nellcor monitor was being measured at least 10 units lower than the other two monitors in contrast to the compatible and more feasible readings of n560 and masimo trend monitors with respect to each other as well as the patient&#39;s clinical assessment.

Manufacturer narrative:
(B)(4). Could not duplicate the customer complaint that the unit was giving low readings. A different symptom was found, that the unit did not recognize ac power. It was observed that the power cable was disconnected from both the power supply and battery charger board. Reconnected the cable. The unit began to recognize ac power. The unit was powered up and passed p.o.s.t.